Manufacturer narrative:
The analysis reveals the returned blv/bis-10 adaptor is within physical, mechanical and electrical specifications. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported removed adaptor because lv lead lost capture; put in new adaptor. The adaptor was actively implanted for approximately 1 month.